Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred across multiple cartridges while the customer was not outside of the labeled operating altitude range. Customer reported blood glucose level was not impacted by the issue. Reportedly, the customer reverted to an alternate pump for insulin therapy.